Event description:
Pt had pacemaker malfunction and holter monitoring indicated evidence of poor sensing and pacing at times with slow heart rate. Pacemaker was set at 70, heart rate was dropping up to 50-60 beats per minute. Pt underwent replacement of pacemaker in 1998 without complications.